Manufacturer narrative:
MDR 2517506-2019-00482 was filed on 19-dec-2019. Corrective information: the correct sample ID for the sample in b6 listed as (B)(6) is (B)(6). Additional information (06-jan-2020): siemens healthcare diagnostics headquarters support center (hsc) concluded their investigation of the discordant falsely elevated cardiac troponin I (ctni) results. Hsc evaluated the information provided and the instrument data files. No product non-conformance was identified with the ctni assay or the dimension vista instrument. The aspiration profile for the patient sample was atypical. An atypical aspiration is consistent with a aliquot issue or a sample integrity issue. Only the aliquot for sample ID (B)(6) had an atypical aspiration of all the samples reviewed in the data, so the atypical aspiration being caused by the aliquot system is unlikely. While the root cause is most likely sample handling/sample integrity, this cannot be confirmed with the data available so the root cause is unknown. The device is performing within specifications. No further evaluation is required. Section h6 has been updated to reflect the hsc investigation.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and reported discordant, falsely elevated cardiac troponin I (ctni) patient results obtained on a dimension vista 500 system. Siemens is investigating the event.

Event description:
Discordant, falsely elevated cardiac troponin I (ctni) results were obtained on a patient serum sample on a dimension vista 500 instrument. The discordant results were not reported to the physician (s). A new sample was drawn from the same patient and processed on the same instrument and a lower correct result was obtained. There are no known reports of patient intervention or adverse health consequences due to the discordant ctni results.